Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was 288 mg/dl at the time of the incident. Troubleshooting was not completed as the call was disconnected. The insulin pump will not be returned for analysis.